Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had no moisture damage on electronic, motor, vibrator, keypad and battery tube assembly during visual inspection. Insulin pump had minor scratches on lcd window, cracked battery tube threads, cracked reservoir tube lip and scratches on reservoir tube window.

Event description:
It is reported by the patient that their insulin pump has moisture damage. The patient's blood glucose level is unknown. Trouble shooting was conducted. Device is being returned. No further information available.